Event description:
The report stated that during the procedure, the doctor utilized various medical devices, including a force fx cautery device. The pt suffered burns and other internal injuries and had been permanently disabled.

Manufacturer narrative:
Date of initial report: 04/07/2008. To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. The incident occurred almost 5 yrs ago and is only now being reported to covidien.